Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was each suture used? For the stratafix symmetric, was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? For the stratafix symmetric, were two reverse stitches performed across the incision prior to closure? For the stratafix spiral, was the fixation loop secured to tissue at the initiation of suture use during the index procedure? For the stratafix spiral, was at least one reverse stitch performed prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of each suture during the second procedure. Where was the break noted for each suture (termination, middle, end)? Were there any precipitating patient stress factors for the post-op suture breakage? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number of the stratafix symmetric suture, sxpp1a401? Lot number of the stratafix spiral suture, sxpp1b105?.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2024 and a barbed suture was used on the subcutaneous for continuous suturing. During the procedure, the suturing is routine at the pitch of about 1 centimeter. Post-op, ten days after the surgery, as far as it is heard from the patient, the patient felt that the suturing area was making a bumpy sound. When the patient sat down from the low back on the toilet seat to go to the restroom without worrying, the barbed suture which was sutured at the fascia and dermis was broken, and the wound was separated. The patient was taken away in an ambulance, and the surgeon checked the wound. It was found that about 2/3 of the epidermis and subcutaneous side were separated, and the fascia side was more widely separated. It is assumed that the inside of the fascia was accumulated with blood clots, and this was obstructing the healing process. When the wound was washed and tried to re-suture, it was found that there was not broken at a single point, but the barbed suture had been broken and separated in multiple places had remained at the wound. After removing them, it was re-sutured with a different suture and the patient is on the way to recovery now. It is unknown if the patient is hospitalized or visiting the hospital. The surgeon opines that the multiple areas of barbed suture were amputated that led to wound separation. Also, the patient has less muscle mass than normal patients. In spite of this, the patient's physique is large, which the surgeon found peculiar. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?: open. On what tissue was each suture used? : sxpp1a401 used for the fascia of knee, and sxpp1b105 used for the subcutaneous. For the stratafix symmetric, was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?: yes. For the stratafix symmetric, were two reverse stitches performed across the incision prior to closure?: yes. For the stratafix spiral, was the fixation loop secured to tissue at the initiation of suture use during the index procedure?: yes. For the stratafix spiral, was at least one reverse stitch performed prior to closure?: yes. What tissue dehisced?: fascia and dermis. What was the tissue condition (normal, thin, calcified, fragile, diseased)?: no special tissue condition was reported. How was the dehiscence managed?: re-suture with vicryl. Please describe any surgical intervention required for the wound dehiscence including date and findings. Re-suture with vicryl, it is assumed that blood had accumulated inside the fascia, which was hindering healing. Please describe the appearance of each suture during the second procedure. Broken into multiple pieces. Where was the break noted for each suture (termination, middle, end)?: multiple part at middle. Were there any precipitating patient stress factors for the post-op suture breakage?: he has a large build but little muscle. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation?: breakage post-op. When did the bleeding occur?: unk, at least it was assumed that bleeding was occurred after aperation. What was the source and triggering event of bleeding?: unk. What was the volume of blood loss?: unk. How was the bleeding treated?: hematoma was removed in reoperation. What symptoms did the patient experience following the index surgical procedure? Onset date?: when the patient sat down to defecate, the wound dehiscence occurred. Other relevant patient history/concomitant medications?: depressed. What is the physician¿s opinion as to the etiology of or contributing factors to this event?: it is speculated that there was a hematoma inside the fascia that was impeding healing. The patient had less muscle mass than normal patients. However, he was quite large. This was a unique feature. What is the patient's current status? =>he is currently on the road to recovery. Lot number of the stratafix symmetric suture, sxpp1a401? =>unk. Lot number of the stratafix spiral suture, sxpp1b105? =>unk.